Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. This record relates to the left side. The device has been explanted and replaced with non-allergan product.

Event description:
Seroma-late and lymphadenopathy later reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late and lymphadenopathy. Visual analysis of the photographs identified, rupture: observed, an opening the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late: unable to confirm, as it is a medical event. Not related to the device. Lymphadenopathy: unable to confirm, as it is a medical event. Not related to the device. Crease/folding of implant: unable to confirm, as it is a medical event. Not related to the device. Observed, two devices. One device appears to be intact and the other device has an opening, non-labeled for side explanted. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported a rupture. This record relates to the left side. Healthcare professional later reported ¿folds¿, ¿a slight amount of fluid at the periprosthetic site¿, and ¿some lymph node elements at the bilateral axillary site" diagnosed with: MRI and ultrasound. The device has been explanted and replaced with non-allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe as it is not related to the device. ¿ rupture: not observed openings during analysis. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ crease/folding of implant: observed creases on the device. Additional observations: ¿ observed wear abrasion on the device. ¿ observed deformation on the device. ¿ yellow particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a rupture. This record relates to the left side. Seroma-late and lymphadenopathy later reported. The device has been explanted and replaced with non-allergan product.